Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implant (tmtb11) fractured off at tooth location 11. Fractured implant was removed using trephine drill. Site was bone grafted.

Manufacturer narrative:
One imp tm 3.7mm mtx full,11.5mm (tmtb11) was returned for investigation with an attached restorative crown. Visual inspection of the as returned product identified wear and debris about the tm portion. The implant is confirmed to be fractured at the tm junction. No pre-existing conditions were noted on the per. The reported product was located on tooth # 11 and used for approximately 2 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63463081. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63463081) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product (tmtb11). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The most likely cause for the event is patient parafunction over the course of 2 years.

Event description:
No further event information available at the time of this report.